Event description:
While transferring resident from bed to chair, the hook on the mechanical lifter disengaged from the lifter pad and resident fell to the floor sustaining an abrasion and hematoma on left occipital area with some bleeding noted. Examined by nurse practitioner and transferred to hosp.